Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure on the shoulder. Allegedly the stem broke in patient. The bolt snapped at the juncture between proximal body and distal stem. The patient underwent a revision surgery and the device was removed.

Event description:
It was reported that the patient underwent a surgical procedure on the shoulder. Allegedly the stem broke in patient. The bolt snapped at the juncture between proximal body and distal stem. The patient underwent a revision surgery and the device was removed.

Manufacturer narrative:
H3: the devices were returned for review. A visual inspection revealed the assembly screw to be broken at the proximal body component of the construct.